Event description:
It was reported that before use of the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle the needle detached from the hub remaining stuck in the shield. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: one of the syringes was with the needle and the hub attached in the shield.

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 3/10cc syringe. Customer states that one of the syringes was with the needle and the hub attached in the shield. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 8036874. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause for this defect cannot be determined. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. CAPA#1122103 was initiated.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd 0.3 ml insulin syringe with bd ultra-fine¿ needle the needle detached from the hub remaining stuck in the shield. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: one of the syringes was with the needle and the hub attached in the shield.